Event description:
Sphinctertome inserted through duodenoscope noted by tech that the sphinctertome was in "bow" position already and sphinctertome handle not being able to change bow angle when moved. Sequestered and reported to boston rep.